Event description:
Agency name: crosswill akita. Before use hypodermic needle injury: no. Other treatment: no. Quantity returned unused: 1. Condition: the rubber was missing and one of the needles was sticking out.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.